Manufacturer narrative:
The pump was received with a an error in the motor was detected by reading unexpected value from hall senso alarm during rewind test due to moisture damage on electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to an error in the motor was detected by reading unexpected value from hall sensor. The pump was received with a cracked case (battery tube) and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the backside of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.